Event description:
It was reported that this lead shows a shock impedance greater than 200 ohms, which is high out of range. It was also mentioned that when configurated right ventricular (rv) coil to can, the shock impedance shows within normal limits. There is no further information at this time, additional details were requested. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead shows a shock impedance greater than 200 ohms, which is high out of range. It was also mentioned that when configurated right ventricular (rv) coil to can, the shock impedance shows within normal limits. Additional information was received. A chest x-ray was performed and sent to technical services (ts) for analysis. The patient has declined home monitoring and is pacing dependent, exhibiting low amplitude r-wave. Ts discussed the x-rays do not show a clear lead fracture, however, a lead impairment could be suspected. Further troubleshooting suggestions were also provided. The lead remains in service. No adverse patient effects were reported.